Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported receiving imprecise readings on their meter. They stated they received readings of 21mg/dl and 398mg/dl obtained within a ten minute time frame. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant. In addition, the customer stated as a result of the readings issue they fell and bruised their eye however, no third party medical intervention was reported and customer did not wish to finish the survey questions. No additional information was provided. There was no report of death or permanent impairment associated with this report.